Event description:
A customer reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if any issues reappeared.